Event description:
It was reported that the right ventricular (rv) lead exhibited higher capture outputs and high impedance. The rv lead was capped (B)(6) 2023 and replaced. The patient was stable.

Event description:
New information received notes no capture, high threshold and the pacing impedance was noted to be high prior to the procedure.